Manufacturer narrative:
The customer did not request ge service. The customer gave no further information on the incident. No report of patient involvement. Serial lot batch no not provided. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture unknown as no serial number was provided.

Event description:
The hospital reported a broken flow sensor that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.